Event description:
It was reported that a user requested to return the ilet bionic pancreas after experiencing fluctuating and elevated blood glucose readings, including values greater than 400 mg/dl, following limited follow-up training and user unfamiliarity with the system; customer support documented no alarms and advised that the system was responding to glucose trends as designed while coordinating the return request. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included user concern and device discontinuation planning without medical intervention or hospitalization. Investigation included customer interview, troubleshooting, and education reinforcement. Investigation of this case revealed no reported device alarms or malfunctions and suggested that hyperglycemia was likely related to user technique and limited training rather than a device component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with use-related factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.